Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the PICC line was having issues. An, xray was done and a kink/loop was noted near the insertion site area. No other information was provided and no patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink is confirmed; however, the exact cause is unknown. One photograph of an xray screen depicting a PICC inserted into a patient was returned for evaluation. An initial visual observation of the photograph showed an xray visualization of the catheter tube kinked inside the patient. Only one kink was visible from the photograph. No damage could be seen on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.